Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular assist device (lvad) stopped. Review of the log files confirm a pump stop. The ventricular assist device (vad) remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump, (B)(4), was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) /2017, at 12:10:43. The data point prior to the controller power up, logged at 12:08:07, revealed that an unknown battery with a serial ID of ¿0¿ was connected to power port one (1) with 71% relative state of charge (rsoc) and another battery was connected to power port two (2) with 97% rsoc. The data point after the controller power up, logged at 12:25:43, revealed that an unknown battery with a serial ID of ¿0¿ was connected to power port (1) and another battery was connected to power port two (2). The maximum pump off time was approximately 2 minutes and 36 seconds. As a result, the reported event was confirmed. A communication error most likely unintentionally sealed the battery during a software upgrade. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.